Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. Powered on the cycler, the display stayed blank and the touch buttons turned on. Failure was due to burn damage on the inverter board. A known functioning inverter board was installed and the front panel display was visible. Removed the functioning inverter board after testing. Failed the ¿go/ no go gauge¿ check on the left side (display side) two of three points of measurement failed the ¿go¿ check. An internal visual inspection of the returned cycler encountered discrepancies. The bottom cover was damaged, the support block was broken and inside the cycler. The air supply assembly was missing a grommet and it was inside the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found the front panel was not assembled properly. The cycler was sent to rework where the touchscreen was reseated. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during set-up. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. There were no adverse events, injuries, or medical intervention required as a result of the event. The patient was able to complete the treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.